Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of high glucose at 401 mg/dl and large ketones while the ilet pump indicated dosing, and the cartridge was found empty on two occasions without timely low-insulin or out-of-insulin audible alerts; the device presented low drug and out-of-drug alerts that were acknowledged later, and the issue aligned with a low audible alarm involving the speaker/sounder component. Symptoms included hyperglycemia and elevated ketones. Outcomes included no health consequences or impact. Investigation included communication with the user and educator, and analysis of information provided by third parties. Investigation of this case revealed a known interferent affecting alarm audibility consistent with a low audible alarm related to the speaker/sounder component, while dosing had been stopped and later resumed. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.